Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that after a successfully surgery on (B)(6) 2022 the abs button snapped in half a few weeks after the initial surgery. A revision surgery was performed prior to the (B)(6) 2022. No further information received.

Manufacturer narrative:
This report is being submitted to provide additional information in h6: health effect - clinical code, component, type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1. Additional information: since the device was not received, an evaluation of the product could not be performed and the reported event cannot be verified. The most likely cause for the reported failure can be attributed to a patient-specific event.